Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level due to these past occlusions. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of these occlusions was unable to be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.